Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine ¿25mg at 1.2¿ via an implantable pump. It was reported that the patient stated she never got any pain relief. The environmental, external or patient factors that may have led or contributed to the issue was the pump seemed to be sitting in the pocket sideways. The actions and interventions taken to resolve the issue was when the physician opened the pocket, the catheter was kinked in a ball. The catheter was replaced. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event.